Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60, indicating that while performing preventive maintenance, it was observed that the device wouldn't start up. It was determined that the central processing unit (cpu) board needed to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.